Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ radicular pain syndrome(radiculopathies). It was reported that it went dormant for a while. Patient then restated their comment and stated he stopped using the device because it was not doing him any good. Patient stated therapy bothers him more than it helps him since 3 weeks ago. Patient stated hd setting is great but patient does not like it to charge as often as it requires him to. Patient has a bad shoulder so it is difficult with the location of the device. Patient stated it makes him lazy with charging. During the call, the patient synced with patient programmer (pp) and pp showed stim off. Patient stated he has not used his device since (B)(6) 2018, 3 weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of having to charge often was the high frequency mode (programming) helped patient, but had to charge back device often. Low frequency did not get rid of back pain. Steps taken to resolve the issue was adjusting to the right location for maximum charge was difficult, especially since patient had difficulty with their bad left shoulder. The issue was not at all resolved at the time of the report. Patient's implant "box" was and had been dormant for several months. Patient did not provide their weight information. No further complications were reported/anticipated.